Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump, ensuring the cartridge was correctly installed. After following the instructions, the customer successfully completed the load process and resumed insulin delivery.